Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No menu anomalies or history anomalies were noted. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk, minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a broken belt clip slot and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed an error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was over 200 mg/dl. The customer's mother stated that the customer could not access any menus or the alarm history due to the alarm, which occurred during the rewind/prime sequence. She reported that the alarm kept recurring after it had been cleared. Advised replacement of the insulin pump. Nothing further reported.